Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic where noise was noted on the patient's right ventricular lead for a short time. No intervention was performed and patient will continue to be monitored. Patient had no consequences after the event.